Event description:
The customer obtained a 15 mg/dl and 62 mg/dl blood glucose comparison on the accu-chek advantage system. The customer states she obtained an additional comparison with blood glucose results 260 mg/dl and 122 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No reported symptoms. The customer treated the 15 mg/dl blood glucose result with orange juice and felt better afterward. No reported actions taken or treatment rendered with the remaining blood glucose results. No adverse event reported. New system sent to customer and return requested.